Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 2.00x15mm apex monorail balloon catheter was advanced to the target lesion and ruptured after being inflated to 10atms. The device was successfully removed and the procedure was competed with a different device. No pt complications were reported with the pt's current condition listed as "good."

Manufacturer narrative:
Visual and microscopic examination found a pinhole leak on the balloon of the device. The device was attached to an encore inflation unit and during the inflation of the balloon, a pinhole leak was noted at the distal edge of the proximal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any issues that could potentially have contributed to the leak. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.